Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's home monitoring equipment detected a high out of range shocking impedance for this patient's right ventricular (rv) lead. The lead was surgically abandoned and successfully replaced and the device was moved to the patient's shoulder and reused. To date, no adverse patient effects have been reported.